Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging his onetouch ping meter powered off during use. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged the meter first started powering off during use on the morning of (B)(6) 2015. The patient manages his diabetes with insulin (self-adjuster). It is not known if he made any changes to his usual diabetes management as a result of the problem he experienced. He claimed, after the issue with the meter began, he developed symptoms of ¿dizzy, tired [and] fatigued¿. He denied receiving any treatment for his symptoms. At the time of troubleshooting, the cca noted that the meter was not being used for the first time and, based on the information provided, the patient was using alkaline battery(ies) which did not need to be replaced. There had been no trauma or misuse of the product. The cca educated the patient on the meter¿s behavior and auto-shutoff but the issue remained unresolved. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive treatment or medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged meter issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 - the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.